Event description:
It was reported that the user experienced hypoglycemia at 67 mg/dl, deferred a meal announcement, consumed carbohydrates, and later experienced hyperglycemia with rising trend; the user also reported not announcing a low-carbohydrate breakfast and a pattern of overcorrecting and withholding meal announcements while low. Symptoms included hypoglycemia and subsequent hyperglycemia. Outcomes included transient blood glucose fluctuations without hospitalization. Investigation included case review, user interview, and analysis of device-generated reports. Investigation of this case revealed user handling and use of the device outside of recommended use, specifically meal non-announcement during recovery from lows and use of meals as correction rather than using measured carbohydrate treatment, which is consistent with observed overcorrection patterns. It was concluded, based on previously established findings for similar reports, that the cause was user decision to withhold meal announcements during lows and to treat lows with excessive carbohydrates, leading to alternating hypo- and hyperglycemia.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.